Event description:
It was reported that the suction catheters stop suctioning as the blue stopper becomes detached and blocks flow. It happens especially when sputum secretions are thick and cannot be replicated with saline or thin secretions. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received two devices, visual inspection found no physical damage or other anomalies observed. Upon closer inspection, there were some dried-up residuals were observed in the set. Actuated the blue plunger with no evidence of the blue stopper becoming detached and blocking the flow. Customer complaint of the blue stopper becoming detached and blocking flow cannot be confirmed.